Manufacturer narrative:
The reported events of high pacing impedance and noise oversensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual examination, and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited noise oversensing and high pacing impedance. The reported lead was explanted and replaced on (B)(6) 2023. The patient was discharged from hospital.